Manufacturer narrative:
(B)(4). Further information has not been provided as to the product model #, lot suture type, 510k or procode and product return is not expected. It is currently unknown as to where the fragment of the device ended up or if the thread of the device was used in the patient. Additional information has been requested of the account but not yet received. Should additional information be provided, the report will be updated.

Event description:
According to the reporter; pa (B)(6) broke off the tip of a needle when sewing during the main part of the case. (B)(6) immediately knew that the need tip broke off and saw it flick off the field. The remainder of the needle was removed from the field, and an x-ray was taken before closure to rule out any chance of foreign body. Results of the x-ray were negative for foreign body.